Event description:
The user facility reported there was leakage from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion section was peeling off. This report is being submitted for the malfunction found by service (coating peeling off).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating on the insertion section was peeling off due to stress applied during usage, external factors, or handling of the device. However, a definitive root cause could not be identified. During inspection and testing, service confirmed the device was leaking due to a hole in the insertion tube and leaking from the control section at the base of the suction port, caused by external factors. There was fluid ingress in the actuator due to handling. In addition, service found the objective lens adhesive and light guide lens adhesive were peeling off due to handling. A spot was observed on the image guide bundle. The insertion tube was crushed due to external factors. The rubber adhesive on the bending section cover was chipped. The universal cord was wrinkled due to external factors. The product label had peeled off, and the paint on the diopter adjustment ring was flaking. Several device components were scratched due to external factors. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user facility instruct the method of handling regarding usage environment for the device. Olympus will continue to monitor field performance for this device.